Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 11-104215 lot# 216550 mlry-hd lat por fmrl 15x180mm, cat# 113848 lot# 130020 titanium screw low prof 5x40mm, cat# 113848 lot# 347820 titanium screw low prof 5x40mm. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was explanted approximately 12 years post-implantation due to pain, and elevated metal ions. The cup and head were revised and stem well fixed and retained. Attempts have been made and no further information has been provided.